Manufacturer narrative:
(B)(4). Not in manufacturing mode. Replace battery alarm, power loss and pump error 25 alarms confirm in long trace history file. The power management tool confirmed power error 25, power loss alarm, replace battery alert was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No low battery alarms noted. Unit received with minor scratched lcd window, faded serial number label, cracked case(battery tube), cracked battery tube threads, cracked retainer and scratched case.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 73 mg/dl. The customer stated that he did get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.